Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to advance guidewire. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of failure to advance stylet was confirmed. The lead was evaluated with the stylet and found restriction/obstruction at the distal region of the lead. Further analysis found the inner coil clogged with blood. The cause of the reported event of failure to advance stylet was isolated to the inner coil clogged with blood.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that left ventricular (lv) lead exhibited failure to capture and had dislodged. Dislodgement was confirmed via chest x-ray. While attempting to reposition the lv lead, the stylet would not advance into the lead. The lead was explanted and replaced. Patient condition was stable.